Event description:
Customer reports two blood sugars taken one minute apart on his advantage system. They are 66 mg/dl and 408 mg/dl. No quality controls were used. No action taken on advantage system results. No adverse event reported. Requested return of suspect device and replacement was sent.